Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false reactive prism chagas result was generated. The following data was provided. (B)(6) 2022. Sample ID: (B)(4). Chagas results: repeat reactive 2.01, 2.01, and 2.32 s/co the sample tested nonreactive on the alinity s processing module (0.06 s/co) which is believed to be correct. Confirmatory testing was negative. No impact to donor or patient management was reported.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Field data was reviewed for prism chagas regarding initial reactive rate (irr), repeat reactive rate (rrr) and specificity for lot 34015m700. The irr, rrr and specificity for the lot are within package insert specifications. Based on the results of the investigation, prism chagas lot 34015m700 is performing as expected. No deficiency was identified.